Manufacturer narrative:
One 72201781 biosure ha 9x25mm screw returned. Dimensional inspection verifies that this was a 9x25mm product. The complaint stated: ¿the screw broke inside the tibia.¿ the body of the screw is nearly whole but distal threads were found damaged. They have been fractured, burnished and pushed in the proximal direction. The observations indicate excess torque during attempts to seat the screw. This is a tapered product which needs to be considered. Interference screws perform best with a 1:1 tunnel for optimum surface contact (or 1:+1 for hard bone application). No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment, the screw broke inside the tibia. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.